Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just I have removed mine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced stress ("stress") and eye movement disorder ("eye twitching"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, stress and eye movement disorder outcome was unknown. The reporter considered eye movement disorder, medical device removal and stress to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, eye movement disorder, stress. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events eye twitching, stress added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just I have removed mine') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event adverse event nos was updated to medical device removal and case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.